Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions." This report is number 2 of 7 mdrs filed for the same event (reference 1825034-2014-00834 & 03195 / 03199 & 03201).

Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date in 2003. Subsequently, patient underwent an irrigation and debridement procedure, an open reduction internal fixation procedure and a closed reduction procedure on unknown dates in 2003. It was further reported patient underwent a radical debridement procedure on (B)(6) 2004. Subsequently, patient was revised on (B)(6) 2004 due to dislocation and infection.